Manufacturer narrative:
Title: simultaneous resection of colorectal cancer and synchronous liver metastases is safe for properly selected elderly patients: a retrospective study source: jbuon 2020; 25(5): 2192-2198 accepted: 08/04/2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study was conducted to evaluate the safety of simultaneous resection of colorectal cancer and synchronous liver metastases in a group of elderly patients between january 2010 and 2015. Ligasure was one of the devices used for liver resection. Twenty-four out of the 32 elderly patients were matched with 24 out of the 55 younger patients and complications included: bleeding, abdominal abscess, and bile leakage. It is not specified if any of the complications occurred in patients where the ligasure was used. Title: simultaneous resection of colorectal cancer and synchronous liver metastases is safe for properly selected elderly patients: a retrospective study author: fei li date of publication: 04 august 2020.